Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary. This report is associated with 1819470-2020-00052 since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6)-year-old (at the time of initial report) (B)(6) male patient. Medical history included coronary heart disease. Concomitant medications included acarbose and metformin both used for unknown indications. The patient received human insulin (rdna origin) injection (humulin series insulin, 100 u/ml), through cartridge via humapens (humapen unknown pen body type and humapen ergo ii), twice daily (bid, morning 18 night 19) subcutaneously for the treatment of diabetes mellitus, beginning around 2010. On an unknown date, after starting human insulin therapy, his blood glucose was not well controlled and there was hospitalization due to the event. Further information regarding hospitalization and discharge details were not provided. On an unknown date, he started using humapen unknown pen body type, whose dose knob was not accurate ((B)(4), lot unknown) when it was adjusted and that humapen had been replaced. On an unknown date in (B)(6) 2020, he started using humapen ergo ii, whose slight blue soft touching rubber was peeling off ((B)(4), lot 0902d05), and only a little of it was attached with the humapen ergo ii, due to which it could not be primed and dealt with according to procedure. Information regarding any corrective treatment and event outcome was not provided. On an unknown date in (B)(6) 2020, human insulin treatment was discontinued due to unknown reason and it was unknown if it was restarted. The operator of the humapens and his or her training status was unknown. The general model humapen unknown pen body type duration of use and the suspect humapen unknown pen body type duration of use was not provided. The general model humapen ergo ii duration of use and the suspect humapen ergo ii duration of use was approximately three months as it was started in (B)(6) 2020. The humapen unknown pen body type was discontinued in (B)(6) 2020 and its return status was not provided, humapen ergo ii was replaced and returned to manufacturer. The reporting consumer did not know if the event was related to human insulin drug and did not provide relatedness of the events with humapens (humapen unknown pen body type and humapen ergo ii). Edit 14may2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 77-year-old (at the time of initial report) asian male patient. Medical history included coronary heart disease. Concomitant medications included acarbose and metformin both used for unknown indications. The patient received human insulin (rdna origin) injection (humulin series insulin, 100 u/ml), through cartridge via humapens (humapen unknown pen body type and humapen ergo ii), twice daily (bid, morning 18 night 19) subcutaneously for the treatment of diabetes mellitus, beginning around 2010. On an unknown date, after starting human insulin therapy, his blood glucose was not well controlled and there was hospitalization due to the event. Further information regarding hospitalization and discharge details were not provided. On an unknown date, he started using humapen unknown pen body type, whose dose knob was not accurate (pc (B)(4)., lot unknown) when it was adjusted and that humapen had been replaced. On an unknown date in (B)(6) 2020, he started using humapen ergo ii, whose slight blue soft touching rubber was peeling off (pc (B)(4), lot 0902d05), and only a little of it was attached with the humapen ergo ii, due to which it could not be primed and dealt with according to procedure. Information regarding any corrective treatment and event outcome was not provided. On an unknown date in (B)(6)2020, human insulin treatment was discontinued due to unknown reason and it was unknown if it was restarted. The operator of the humapens and his or her training status was unknown. The general model humapen unknown pen body type duration of use and the suspect humapen unknown pen body type duration of use was not provided. The general model humapen ergo ii duration of use and the suspect humapen ergo ii duration of use was approximately three months as it was started in (B)(6) 2020 (with conflicting start date of use reported as unknown). The humapen unknown pen body type was discontinued in (B)(6)2020 and was not returned to the manufacturer. Humapen ergo ii, which was manufactured in feb2009, was replaced and returned to manufacturer on (B)(6) 2020. The reporting consumer did not know if the event was related to human insulin drug and did not provide relatedness of the events with humapens (humapen unknown pen body type and humapen ergo ii). Edit (B)(6) 2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6) 2020: additional information received on 15jun202 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device informations and device return status to not returned to manufacturer for pc (B)(4) associated with unknown lot of humapen unknown device. For pc (B)(4) associated with lot 0902d05 of a humapen ergo ii device, updated improper use and storage from no to yes, malfunction from unknown to no, device return status to returned to manufacturer, added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2020 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2020-00052 since there is more than one device implicated. Evaluation summary a male patient reported that, on an unknown date, the dose knob of his humapen (unknown device type) was not accurate when it was adjusted. On an unknown date, he experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.